Manufacturer narrative:
Additional information: (add 525). Additional information was received which clarified the event as a disconnection between the silicone tubing and the plastic white connector of the minicap extended life transfer set which resulted in a leak (previously reported as a disconnection between the minicap extended life transfer set and the homechoice cassette which resulted in a leak). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap extended life transfer set and the homechoice cassette which resulted in a leak. It was further described as "they encountered disconnection of the tubing from the connector. The patient noticed liquid and reconnected the tubing." This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.